Event description:
The user received a questionable low result for total (free + complexed) prostate-specific antigen (tpsa) on the elecsys 2010 disk analyzer for one patient sample. The initial result run from the primary sample tube was 0.011 ng/ml. This result was reported outside the laboratory. The physician questioned this result because the patient had previously been running tpsa results around 3 ng/ml. The sample was repeated twice at the request of the physician which yielded tpsa results of 3.04 and 3.03 ng/ml respectively. The patient was not affected by the event as the physician received the correct tpsa results for this patient before any actions were taken with the patient. The reagent lot number for tpsa was 15962503. The user said it was thought the questionable low tpsa result was due to a bubble in the sample. The field service representative determined sample quality may have contributed to the event. Performance tests were run which passed.